Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced hyperglycemia with a blood glucose level of 16.9 mmol/l (304 mg/dl) while wearing the pod on the arm between 5 and 24 hours. The patient reported pain at the infusion site on the skin during wear and that a bolus did not reduce blood glucose levels. The pod was removed from the infusion site on the skin. Upon removal, blood was observed in the cannula and the infusion site appeared slightly swollen with blood. The patient did not require medical assistance. A new pod was applied successfully.